Manufacturer narrative:
A philips remote clinical support (rcs) spoke to the customer and noted that the biomed performed a pic ix surveillance reboot prior to speaking with the rcs. The rcs found that the monitors bed to bed overview appears to be working as expected. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that the device did not receive a bed to bed overview alarm after a patient's heart rate dropped to 40. The device was in use on patient at time of event, there was no adverse event reported.